Event description:
The consumer reported getting reagent in one of her eyes using binaxnow covid-19 ag self test on (B)(6)2023. While opening the bottle the consumer reported reagent splashed up into their eye. The consumer confirmed there was no irritation due to the exposure. They also confirmed there was no injury or medical intervention due to this event.

Manufacturer narrative:
D4: UDI (B)(6) a product deficiency was not reported or found. Technical service provided the safety data sheet. Technical service advised the customer to flush their eyes with a copious amount of water. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.b2 - outcomes attributed to ae, h5 - labeled for single use h3 other text : other - device not returned; single use device.

Event description:
The consumer reported getting reagent in one of her eyes using binaxnow covid-19 ag self test on (B)(6)2023. While opening the bottle the consumer reported reagent splashed up into their eye. The consumer confirmed there was no irritation due to the exposure. They also confirmed there was no injury or medical intervention due to this event.

Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.